Manufacturer narrative:
The device has not been returned to nidek. However field service engineer(fse) evaluated the device at site on 9/11/2015. The device was tested and evaluated for proper function. On further discussion with the technician at the filed fse identified that the doctors were complaining that the energy was not strong enough and needed to be turned up. Fse checked the settings the customer was using. Fse confirmed that the treatment energy and display energy were within specifications. Yag/aiming beam coincidence and focus shift was verified and no failure was found. Fse also confirmed that the laser focus was proper and no failure was found and the complaint for the focus issue could not be confirmed. However on visual inspection fse observed dirty energy monitor optics which was causing no optical breakdown (the cause of low energy). The device was calibrated as per specifications, the optics were cleaned and tested for proper operation. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek inc. Received a complaint from a customer on (B)(6) 2015. Customer reported that during the use of yc-1800 sn: (B)(4), doctor observed that the yag laser is out of focus. Customer reported that the issue observed when doctor was trying to use the laser. However, no injury to the patient was reported. The facility will use another laser until this will get fixed.